Event description:
It was reported that patients spinal cord stimulator lead had migrated. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The explanted devices will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 17169196. UDI: (B)(4). Product family: scs-ipg-r. Upn: m365sc11320. Model: sc-1132. Serial: (B)(6). Batch: 16913829. UDI: (B)(4).